Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer cleared the alarms and removed the infusion set tubing from beneath clothing to resolve the issue.